Event description:
It was reported that following an endoscopic retrograde cholangiopancreatography (ercp) sheath damage was noticed. The target lesion was in the common bile duct (cbd). A rx ws permalume 10 x 60 stent was implanted to treat the target lesion. The procedure was completed with this device. At an unspecified time following stent deployment, the outer sheath appeared "damaged" or "cracked". There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.